Event description:
It was reported that after the facility's biomedical engineer completed a preventative maintenance (pm) of the cs300 intra-aortic balloon pump, the unit was powered on but would not complete an autofill and a system test failure occurred. There was no patient involvement; thus, no adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm was able to reproduce the reported issue; upon powering up the iabp alarmed with "system failure" and autofill would not complete. The stm continued troubleshooting the iabp and a k6/k6a failure was discovered as well as a failure of the main board. The stm ordered the required parts and returned to the facility at a later date to replace the drive manifold assembly as well as the main board. All functional and safety tests were performed and passed to meet factory specifications with the exception of the battery run time test which the facility's biomed advised that he would replace, then complete the battery runtime test.. The stm advised/cautioned the customer that getinge does not recommend the use of non-OEM parts and cannot guarantee the performance of units making use of non-OEM parts. The stm released the unit for clinical use pending the replacement of the batteries by biomed and successful completion of the battery runtime test. Subsequently, the facility's biomed advised us by email that the batteries were replaced, battery runtime test passed and the unit was cleared for clinical use.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is made available.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) alarmed system failure/autofill failure. It is unknown under which circumstances this event occurred, however no patient involvement, and no adverse event was reported.